Manufacturer narrative:
Occupation: non-healthcare professional. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had urgency since implant of the device on (B)(6) 2017. The also stated that they have had 3 uti¿s in a row since 2018 (from (B)(6) 2018 to (B)(6) 2018). They were given 3 different types of medications but cipro worked for them. The patient went to the emergency room on (B)(6) 2018 and their urine was clear but they still had urgency. It was noted that the patient had never changed the program. Using the programmer, it was determined that the stimulation was on. They changed from program 4 to program 3 at 2.5. The patient felt the stimulation in the correct bike seat area and they were going to monitor their symptoms. There were no further complications reported or anticipated.